Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced numbness after the implant procedure. An MRI showed no abnormalities and the device was never activated; however, the device was removed. The physician believes the numbness may have been a pre-existing nerve issue and the numbness is still present after device removal.